Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two events where the infusion set cannula was kinked on (B)(6) 2025. The infusion sets were in use for less than 10 hours for each event. Patient noticed symptoms within three or more hours after insertion. The site of insertion was abdomen. High blood glucose (450 mg/dl) resulting from the event was addressed using correction bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2.